Manufacturer narrative:
(B) (4) (use for attempted suicide) - (B) (4)

Event description:
Literature: mahgoub na, kotbi n. Acute depression and suicidal attempt following lowering the frequency of deep brain stimulation. J neuropsychiatry clin neurosci. Fall 2009; 21(4):468. Summary: this article presents a case report of a patient with parkinson's disease who experienced acute depression and made a serious suicide attempt after a change in deep brain stimulation settings. Reportable event: the patient was implanted with bilateral subthalamic deep brains stimulation approximately 12 years after diagnosis. The patient continued taking oral medication. Subsequently, the patient's dyskinesia and movements markedly improved. There were psychiatric adverse event following implant. Four years after implant, the patient developed a major depressive episode after retirement and responded well to an adequate trial of bupropion. The patient did not report a prior history of suicidal thought or attempts and followed up regularly with a psychiatrist. For the last five years, the patient's neurologist had been changing the frequency of the stimulation through the implanted devices to negate the pt's changing dyskinetic symptoms and disease progression. The frequency of the stimulation was lowered from 185hzz to 60hz. Within 24 hours of the change, the patient developed acute depression and made a serious suicide attempt by overdosing on sleeping pills. The patient was admitted to an intensive care unit and transferred to a psychiatric facility. The patient's neurologist increased the frequency while the patient was in the hospital, and accordingly, the depressive feeling improved considerably over the next few days with complete remission of the patient's suicidal thoughts.